Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The product associated with this adverse outcome was identified upon review of the database by the local study assistant. No further information is available. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The cause of death is unknown and will not be known. (B)(4).

Event description:
It was reported a patient in the post-market study, minimize right ventricular pacing to prevent atrial fibrillation and heart failure (B)(6) study is deceased. The patient had a dual chamber implantable pulse generator (ipg) implanted approximately one and one-half years prior to death. The patient was not hospitalized at the time of death. The physician did not have any complaint withthe ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.